Event description:
The customer reported a clear liquid leak coming from the left side of coulter lh 780 hematology analyzer. The leak was diluent. The leak was not contained within the instrument, and had spilled below the instrument onto the counter. The volume of the leak was less than 5 milliliters. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory gown, goggles and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found a hole in the brown tubing associated with pinch valve vl4c. The tubing was replaced with no further leaking observed. The instrument was returned into service after completion of repairs. The failure mode of this event was a hole in the brown tubing associated with pinch valve vl4c. The leak is unlikely to spill on any critical components, however, has the potential to cause discrepant results for all parameters. (B)(4).